Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the atrial lead exhibited low pacing impedance and high capture threshold. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The reported events of low pacing lead impedance and inadequate capture were not confirmed. As received, a complete lead was returned in one piece. Visual and x ray examination found damage consistent with procedural damage.